Manufacturer narrative:
The device is planned to be returned to olympus medical systems (B)(4) private limited (omsi) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, no endoscopic image was displayed when the device was used in combination with an olympus 150 series endoscope. There was no report of patient injury associated with the event. The olympus field service engineer then checked the device and found that when the device was used in combination with olympus 150 series and 180 series endoscopes, the endoscopes did not work and the endoscopic images were intermittently flickering. The device worked properly when used with the 190 series endoscopes. The endoscope connected to the device was checked using another video system center owned by the user facility and worked properly.